Event description:
The customer reported via phone call that they were involved in a boating accident. The customer reported the insulin pump was lost as a result of the accident. Customer reported their blood glucose was 89 mg/dl before getting into the river and their blood glucose was 130 mg/dl when the ambulance arrived. It was also found the customer's blood glucose was 139 mg/dl when they arrived at the hospital. The customer reported they were hospitalized because the paramedics determined the customer to have high blood pressure. The customer's blood glucose was unknown at the time of the call. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.